Manufacturer narrative:
The complaint of a leaking catheter was confirmed and the cause appeared to be use related. The returned product was two 2fr per-q-cath catheters. The first (sample 1) was received without a t-lock assembly or stylet. The second sample (sample 2) was received with an inlaid stylet and attached t-lock assembly. Both samples appeared free of usage residues. An attempt to infuse water through each sample using a 12 ml syringe revealed that sample 1 was patent to infusion; however, during pressurization, a leak was observed 3 cm distal to the molded joint. Sample 2 was patent to infusion and aspiration with no observed leaks. Microscopic inspection of the leak site on sample 1 revealed a small diagonally aligned split. Following longitudinal bisection of the sample is the vicinity of the split, microscopic inspection of the inside surface of the catheter revealed longitudinal scoring marks and mechanical damage. The findings of this investigation were consistent with damage caused by the stylet. A lot history review (lhr) of reya2340 showed no other similar product complaints from those lot numbers.

Event description:
A break was found on the catheter second day after placement. On (B)(6) 2014 leak site was found to be subcutaneous as per sample investigation.